Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. During troubleshooting with tandem technical support, the customer was able to eventually load a new cartridge and continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.